Manufacturer narrative:
Manufacturer's investigation conclusion: (B)(6) appeared to have been operating as intended based on the evaluation of the information provided by the account. The submitted log file contained data spanning from (B)(6) 2021 at 05:39:21 to (B)(6) 2021 at 18:52:17, per the timestamp. Throughout the log file the device operated as intended above the low speed limit. A no external power event was captured on (B)(6) 2021 at 00:17:03 due to a double power cable disconnect. No other notable alarms were captured. From (B)(6) 2021 at 05:59:18 to (B)(6) 2021 at 10:35:57 intermittent elevations in pump power greater than 10w were recorded and were associated with increased estimated flow readings. The patient remains ongoing on (B)(6). Additional information regarding the event was requested from the account; however, nothing has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Heartmate ii left ventricular assist system instructions for use is currently available. No device-related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power alarm on (B)(6) 2021. A log file review was requested. During the analysis of the log file technical services observed the no external power alarm occurred while attached to the power module. This looks to have possibly been caused by the patient disconnecting both leads of the patient cable then reconnecting them. The patient has also had flows well above normal parameters. This is usually caused by something building upon the rotor of the pump.